Event description:
Clinical study. Same case as MDR 60000089-2006-00249 and 6000093-2006-00229. One day and three days after a coronary artery drug eluting stenting treatment procedure the patient experienced a sub-acute stent thrombosis (sat) and underwent a target vessel reintervention (tvr). The index procedure treated one target lesion located in the right coronary artery (rca). The physician placed one taxus express2 8.8% 3.5x20mm drug eluting stent in the target lesion. The patient experienced a sat one day post index procedure and underwent a tvr. The physician treated the lesion by placing two taxus express2 3.0x16mm stents in the vessel. One was proximal and one was distal to the original taxus stent. In the opinion of the phyisican there was a possible relationship between the taxus stent and the event. Two days post tvr the patient experienced another sat and underwent a tvr. The physician treated the target lesion by performing percutaneous transluminal coronary angioplasty (ptca) of the taxus stents. In the opinion of the physician there was a possible relationship between the taxus stents and the event. The patient has recovered from the events and is listed in ok condition.